Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode and return of malfunctioning pump within specified time, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.